Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could be confirmed. Home was invalidated and the motion was calibrated without any issues. Completed a full system checkout. All test ok. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that while doing the motion calibration and when the imaging system is extended out fully it's going up and down and hitting the x-stage cover. The site rebooted the system and it stated standalone mode along with calibration motion. The site rebooted the system and the mobile view station (mvs) with the umbilical disconnected. Reconnected the umbilical and it stated calibrate motion and standalone mode. No patient present.